Event description:
Dexcom g6 started causing massive skin rashes. I have been using for 6 months with no issues and all the sudden I went through a box of sensors in a week trying to find one that would not cause the rash. I know from other sources this is something that has recently started happening and seems to be getting worse. Dexcom wants to act like nothing is wrong.